Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device that was reported to have been returned on (B)(6) 2019 under the contralateral prosthesis, in fact belonged to this impacted product. The investigation of the photograph provided was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, right sided deflation of the saline breast implant and development of capsular contracture were reported. During evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing revealed a tear measuring approximately 0.2 cm within the crease noted on the posterior aspect. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 525cc saline prosthesis, catalog #3501685, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis and experienced right sided deflation post procedure. The implant had notably flattened with no trauma. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 5/10/2019. When the devices were explanted, bilateral prosthesis replacement with 600cc mentor memorygel breast implants. In addition to the right sided capsular contracture and deflation reported previously, a left sided contour deformity was also noted. See 1645337-2019-13250 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. In addition to the deflation reported previously, capsular contracture was also note. No surgery date has been scheduled yet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. A manufacturing record evaluation (mre) was performed for the finished device number 6944105, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).